Event description:
It was reported that the customer's insulin pump had a motor error alarm. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the basic occlusion test as a result of a loose drive motor support disk. However, the motor passed the test.